Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 748966, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3888-33, lot# v000844, implanted: (B)(6) 2006, product type: lead. Product ID: 3550-09, serial# unknown, product type: accessory.

Event description:
Information was received from a health care provide via a manufacturer&#38112;representative regarding a patient with an implanted neurostimulator for failed back surgery syndrome. It was reported that the device stopped working during normal use. There was no patient symptom reported.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.